Manufacturer narrative:
Investigation: the manufacturing records, test records and inspection records were reviewed for abnormalities and none were found. The disposable set was received for investigation. The donation bag and leukoreduction filter were connected by the tubing. No problems were found. The filter portions of the returned sets were tested for air leaks. No irregularities were found. The retention samples were visually examined and tested with the solution for volume measurement and composition of the solution. There were no abnormalities in appearance and each measured value conformed to established standards. Root cause: the root cause for this event could not be determined. Leukocyte reduction failure is commonly caused by the following factors: characteristics of blood. There is a possibility of leukocyte leakage due to the donor's blood characteristics. Pressure load on filter membranes. When physical stress on filter membranes is greater than what is expected, trapped leukocytes are pushed out of the filter membranes and may result in leukocyte leakage. Pressure can be caused by squeezing or applying pressure on the filter while it is attached to the bag containing the filtered blood, or by stripping the tubing between the donation bag and leukoreduction filter, which can result in pressure on the filter and possible leukocyte leakage.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the whole blood product. Here was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.